Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. It was unable to confirm the motor position encoder error alarm due to overwritten history file. Device had cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm after rewind. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.